Manufacturer narrative:
B3: estimated as event was reported to have been discovered in september of 2022. D6a: estimated as patient reported to have device implanted in the year 2013.

Event description:
Reported via patient call center. It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted as part of a clinical trial. Approximately nine (9) years post-implant, transesophageal echocardiogram (tee) was being performed in response to a blood clot in the right atrium which was stated to be un-related to the watchman flx closure device. The report from the tee incidentally noted the watchman flx closure device partially occluded the laa. The patient has an upcoming appointment with physician to discuss.